Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for post-dilation. However, on the third inflation at 17 atmospheres for 16-18 seconds, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for post-dilation. However, on the third inflation at 17 atmospheres for 16-18 seconds, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast present in the inflation lumen. The balloon was tightly folded and had blood and contrast present in balloon folds. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device inflated and deflated with no issue. There was no damage or irregularities found to the device.